Manufacturer narrative:
Device investigation: results: there is an ovalization 42 cm from the distal tip. None of the accessories were returned with the device. Several example rhvs were used to test the luer fitting on the catheter. All of the luer fittings connected as designed. Conclusion: the incompatibility of the catheter with lure fittings could not be duplicated. Because the accessories were not returned with the device and given the minimal information about the complaint, it is not possible to determine the cause of the problem. The ovalization of the catheter was likely due to post-complaint handling and was not mentioned in the complaint description. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The lure lock and the y-adapter would not connect to the neuron max 088. The hospital was contacted four times, but did not provide any additional information.